Event description:
The following has been reported: error 56,38,37 /cmdfail reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The defective parts were received in brézins for investigation. According to provided analysis, nothing was noticed during external visual check . The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. For this complaint, with the results of analysis no defect could be noted on the parts following several checking/tests. No root cause could be identified and this complaint remains not confirmed. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.